Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.